Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) after 19 years in service, presented loss of capture and high impedance measurements due to a fracture. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) after 19 years in service, presented loss of capture and high impedance measurements due to a fracture. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance anomaly. A new device was implanted. No additional patient effects were reported.